Manufacturer narrative:
(B)(4). Event site name exceeded character limitations: (B)(6). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that the first acrobat-I stabilizer device was not locking at all, second acrobat-I stabilizer was not working properly, difficult lo lock. The issue happened during procedure, anastomosis to coronary arteries, lima to lad. No patient harm. There was a delay of 15 to 20 minutes.